Event description:
It was reported that the patient's right lead had fractured. The fracture was confirmed via x-ray imaging. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's right scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000061940. A patient's lead fractured was reported to abbott. As a result, the patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.